Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was brought into the coronary care unit after experiencing pre-syncope. The patient received two shocks from the device and two external shocks from the paramedics. Upon review of the egms, it was noted that the device undersensed ventricular fibrillation episodes. Programming changes were recommended. The patient was stable after the event.